Manufacturer narrative:
(B)(4). The subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing non-conformance was not identified. Based on the information received, the root cause is most likely operational context and patient's clinical condition. There was no indication or allegation of a device malfunction contributing to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), aortic/annular damage/tear is a potential adverse event associated with bioprosthetic heart valves. The IFU also states that, ¿physician and staff training are required prior to use of the edwards intuity elite valve system.¿ the IFU warns to, ¿avoid excessive or eccentric debridement to the extent that it may result in annular injury, compromise the integrity of the aortic annulus and/or result in paravalvular leak.¿ edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received information that a 25 mm pericardial aortic valve was explanted at implant due to bleeding from behind the aorta once coming off cardiopulmonary bypass (cpb). It was reported that this patient presented with severe aortic stenosis requiring aortic valve replacement (avr). He was hypotensive preoperatively and underwent a cystoscopy prior to surgery. The patient also underwent pfo closure, tricuspid annuloplasty with a non-ew annuloplasty ring and CABG x2. During surgery, it was noted that the patient had an oval annulus which required patching. The aortic valve was sized with a 21 mm, 23 mm and a 25 mm seizer. A 25 mm pericardial valve was chosen with confidence. The subject device was sutured in usual fashion. The valve was seated without any difficulties and deployed in usual fashion. The patient was weaned off cpb and tee demonstrated excellent biventricular function. There was a well-seated aortic prosthesis with no paravalvular leak. After protamine was administered, there was bleeding observed from behind the aorta. The patient was placed back on cpb and the bleeding was determined to be located at the aortic root. The aortic valve was inspected and there appeared to be a disruption in the area of the noncoronary cusp between the anterior leaf of the mitral valve and the annulus. The valve was removed and the disruption in the aortic root was repaired using a bovine pericardial patch. A 23 mm percardial valve was seated without any difficulties. The patient was weaned off cpb again. Tee demonstrated a well-positioned aortic valve with no paravalvular leak, no aortic insufficiency. The patient had a significant coagulopathy and received multiple blood products including cryoprecipitate and factor 7. The wound vac was placed on the chest and the patient was taken to the cardiac surgery ICU in critical condition. The patient left the or with chest open. Over the next 48 hours, he had significant improvement of bleeding and coagulopathy and remained hemodynamically stable. On pod #2, the patient returned for planned mediastinal exploration and washout as well as sternal closure. He returned to the sicu in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of explant due to bleeding from behind the aorta could not be confirmed through visual examination. X-ray demonstrated the wireform intact and frame expanded. Frame distortion was observed around leaflet 2 and commissure 3. Serrated markings were observed on leaflets 1 and 2 near commissure 2, and on leaflet 1 near commissure 1. A laminar tear of approximately 0.6" was observed on the cusp of leaflet 3 at the outflow aspect, and appeared to be due to mechanical damage. The sewing ring had cuts near commissure 2 and leaflet 3. One suture remained attached near commissure 2 at the inflow aspect of the frame. Suture holes were not visible through visual inspection.